Event description:
It was reported that on (B)(6) 2022, a 28mm amplatzer amulet was implanted. On (B)(6) 2022, the patient was seen for 3 month follow up and transoesophageal echocardiogram (toe) was performed, which showed device-related thrombus. The patient was restarted on oral anticoagulation. No patient consequences were reported. Clinical study patient ID: (B)(6).

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device related thrombus was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. No indication of a lot related issue was found. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2022, a 28mm amplatzer amulet was implanted. On 8 april, 2022, the patient was seen for 3 month follow up and transoesophageal echocardiogram (toe) was performed, which showed device-related thrombus. The patient was restarted on oral anticoagulation. No patient consequences were reported. Clinical study patient ID: (B)(6).